Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was observed at 40 beats per minute, and the patient was "feeling poorly". The implantable cardioverter defibrillator (ICD) was found to be pacing below the programmed rate. It was also noted that the right ventricular (rv) lead was suspected of t-wave oversensing (twos) post pace, which was inhibiting device pacing. Reprogramming was performed, and the device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.